Event description:
It was reported that prior to use with bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes foreign matter and air bubbles were discovered. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received seven hundred (700) samples and 1 photo for investigation. The samples were visually inspected and confirm the customer's failure mode of gel airbubbles and fm. The photo provided is the image of a logo and not of the defective product. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter and air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode foreign matter and air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that prior to use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes foreign matter and air bubbles were discovered. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.